Event description:
On 2/11/2006, four different nursing divisions reported multiple problems, affecting approximately nine pts, with IV pumps alarming. The alarm indicated an occlusion upstream. IV access was lost on several pts. IV tubing lot number was the same on each affected pt. This particular lot number was pulled from service. No further problems with new lot number.